Event description:
The biopsy forcep was passed through the colonoscope. When opened, it was discovered that the biopsy cups were at a 90 degree angle instead of side by side. The biopsy was taken,and the forcep was removed from the scope. When the forcep was opened to remove the tissue, at that time it was observed that the spike in the middle of the cups moved left to right. It was supposed to be stationary. The forcep was taken out of use and a new one was opened and used without an occurrence. The patient tolerated the procedure well with no complications.